Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977c165 lot# serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was acutely paraplegic after being implanted due to hematoma. The patient was brought back to the operating room and the system was explanted. The issue was resolved. No further complications reported.